Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer's mother stated that she and the customer had just changed the infusion set the night prior, and now when the customer was trying to bolus for lunch, they received the alarm. The customer's mother complained that this was about the 12th occurrence of the alarm. The blood glucose reading was unknown and the caller was unable to troubleshoot at the time of the call. She was advised to perform a complete infusion set change as soon as possible. She declined return of the infusion set or reservoir for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.